Event description:
Product analysis was completed for the handheld device. No anomalies associated with the handheld performance were noted during testing. The handheld performed according to functional specifications. Product analysis was completed for the software flashcard. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the nurse practitioner's handheld will not hold a charge. The nurse practitioner was provided a new programming tablet and the handheld was received for analysis. Analysis of the tablet is underway, but has not been completed to date.